Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain and lack of mobility. Additional information provided in operative reports and in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. Further, patient was revised on (B)(6) 2011 due to patient allegations of pain and lack of mobility. No further information has been provided to date. Additional information received from legal counsel for the patient alleges that the revision procedure that took place on (B)(6) 2011 was due to patient allegations of pain, discomfort, loss of range of motion, metal poisoning, metallosis, swelling, inflammation, and damage to surrounding bone and tissue. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2001 due to patient alleged pain and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The revision procedures on (B)(6) 2011 were reported on medwatch number 1825034-2012-02435.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain and lack of mobility. Additional information provided in operative reports and in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. Further, patient was revised on (B)(6) 2011 due to patient allegations of pain and lack of mobility. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain and lack of mobility. Additional information provided in operative reports and in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. Subsequently, patient underwent a revision on (B)(6) 2011 due to dislocation. Further, patient was revised on (B)(6) 2011 due to patient allegations of pain and lack of mobility. Additional information received from legal counsel for the patient alleges that the revision procedure that took place on (B)(6) 2011 was due to patient allegations of pain, discomfort, loss of range of motion, metal poisoning, metallosis, swelling, inflammation, and damage to surrounding bone and tissue. Patient medical records received indicates the revision was due to dislocation. The operative notes confirm that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01749-1 / 02435).

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning."